Event description:
It was reported that during a nephrectomy procedure, the device was locked on a vein. The device was opened and removed. Another device was used to complete the case. No adverse pt consequence was reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.